Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tf and was torn while advancing. The lens was not implanted and there was no pt contact or injury. It was stated the cause of the lens damage was unk. The contact could not recall the model and lot numbers of the cartridge and injector used.